Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was stucked in the nozzle and force implanting caused the lens to break. The surgery was completed same day and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint on lens stuck in the device could not be observed. Iol was returned outside of the device. The device was returned in the blister tray inside the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed to the device. Iol returned loose in the blister tray. Viscoelastic is dried on the iol. One haptic is broken/torn and not returned. The other haptic tip is broken/torn and not returned. The optic is cut, cracked/fractured, and scratched/marked rejectable. The product investigation could not identify the root cause for the reported complaint "iol stuck in nozzle tip" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The manufacturer internal reference number is: (B)(4).